Manufacturer narrative:
We have started an investigation to see if we can get any used device back for testing and a copy of the death certificate has been requested. A f/u report will be submitted no later than 12/19/2014.

Event description:
(B)(6) 2014 initial notes: (B)(4) with pump replacement trans call spouse (B)(6) calling in wife passed away 2 weeks ago. Inquired what let up to the complaint. Customer response: wife had a heart attack. Name of deceased customer: (B)(6). Date of birth: (B)(6) 2014. Aware date (when any employee first became aware of the complaint): (B)(4) 2014. Collect bg at time of death (if unk state in svn): unk. Document date of last bg recorded in meter or pump (if unk state in svn): unk. Name of the caller/reporter: (B)(6). Caller's contact info (valid contact number): (B)(6). Is the caller a health care professional:document response - no. Caller's relationship to the deceased: spouse. Device and consumable info: model/material number - none. Serial no(s): none. Lot no(s) of the device(s) involved: none. Type of glucose meter used by the pt: one touch. Details of the event: what led up to the event - heart issues. What was the cause of death (if unk state in svn) - heart attack. Was pt wearing pump at the time of death: not on our pump. If no, how long was pt off the pump before passing: n/a. Was pt off pump therapy due to illness or did the pt choose not to wear the pump: no. If no, to above, is there another reason why the pt was off pump therapy: emergency took her off the pump. If pt was not wearing the pump at the time of death, was the pump removed by emergency workers: removed by health care provider. Doctor's name and phone no (attending doctor or on file in sap): dr (B)(6), unk phone number at this time. Contact info of other parties involved or knowledgeable about customer's passing: (B)(6) would be the contact. Request that the caller return the pump. Document the caller's response to this request: pump is not ours. Does the caller want the pump back after analysis is complete - document response: pump is not ours. If yes, advise the caller that it is important to have a functioning battery left in the pump, otherwise, critical data may be lost. Document the caller's agreement to having the functioning battery in place: n/a. Name of the ship to party: n/a. Shipping address: na. Telephone no of the ship to party: na. Document any add'l notes: na. Request the name of a family member or another contact if the first caller is not able to provide all the details: (B)(6). Request the call back number of a family member or another contact if the first caller is not able to provide all the details: (B)(6). Customer's outcome pertaining to the complaint: advice I have noted account and suggested he may want to reach out to (B)(4) and let them know. Add'l notes: customer was using an (B)(4) pump but our suppliers. Outbound call made back to spouse need to collect reference number and lot number for product she was on. Left voice mail for call back with info unable to confirm reference numbers. Pulling off order summary screen if customer calls back please confirm.